Event description:
The customer reported that she had noticed an increased incidence of citrate reactions in her pediatric red blood cell exchange (rbcx) pts. She wondered if there were any other reports of this type, and if it could be related to the acd-a they are using. One pt experienced a citrate reaction during the procedure, with tingling and nausea. His vital signs were stable although he was slightly hypotensive. After 3 attempts to discharge, he was admitted to the hosp for observation and fluid resuscitation. The pt identifier, age and sex are unavailable at this time. The disposable is unavailable for eval because the customer disposed of the set. The report is being filed due to medical intervention for the one pt referenced above.

Manufacturer narrative:
(B)(4). Investigation: for rbcxs at this site, the physicians select on the order sheet an ac infusion rate of 1.4 ml/min, which is the maximum for this procedure. In addition, they use tums only for treating citrate reactions, unless calcium gluconate is ordered by the physician. There have not been reports of any problems with a specific lot of acd - a. Investigation eval and corrective actions are in progress. A f/u report will be provided.